Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an ins replacement for normal battery depletion. During the replacement, it was discovered that the bipolar combination of electrodes 1 <(>&<)> 2 had a short circuit. There was reportedly no explanation for the short and the device was successfully replaced. The patient had not been using that contact for therapy settings and reportedly had no side effects. No further complications are anticipated.